Manufacturer narrative:
Initial.

Event description:
It was reported that after eating a small meal of catfish and fries and announcing more carbohydrates than consumed, the user experienced hyperglycemia with glucose reaching about 300 mg/dl while using the ilet, and the system corrected the glucose level without alerts or alarms. Symptoms included lethargy and feeling tired. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found and an adverse event without an identified device or use problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.